Manufacturer narrative:
(B)(4). (B)(6). The device did not cut the tissue at all. The deployed staples were unformed. The ec60 device was received for analysis with no visual non-conformances and with a cartridge reload present. The cartridge reload was received partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lock out. The returned cartridge reload was tested for functionality by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties.

Event description:
It was reported that during a laparoscopic lobectomy procedure, the firing was stopped on the way of the first firing. The doctor commented that the tissue was not so thick and the device was not clamped any staples and clips. Another device was used to complete the procedure. There were no adverse consequences for the patient.